Manufacturer narrative:
D4: catalog number, lot number, expiration date, UDI number, g5: 510k and h4: device manufacture date are unknown; no information has been provided to date. E1 phone number: (B)(6). H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the silicone on underneath of flex tend tube split near attachment to hard plastic hub. The defect was noticed during shift and an emergency tube change undertaken immediately to prevent any harm from occurring. There was patient involvement and no patient harm.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.